Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator implant procedure. During the procedure, the left ventricular lead exhibited high pacing lead impedance upon positioning the lead at the lateral vein. The testing alligator clips and cables of the pacing system analyzer were replaced and the lead was tested again. However, the high impedance anomaly persisted. Another lead was then used to complete the procedure successfully. There were no adverse consequences to the patient.